Event description:
Procedure type: appendectomy. According to the reporter: the customer reports that when introducing a dressing through the trocar, the valve broke and a spring fell inside the surgical cavity. The piece was retrieved. No ill effect to the pt (no longer operating time, no blood nor tissue loss). Additional info has been requested.

Manufacturer narrative:
(B)(4).